Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach and immediately migrated to the pulmonary artery. The pt was transferred to another facility where the filter was surgically retrieved and antoher filter was successfully placed. The patient's condtion is good. This device is currently being evaluated by this MFR. Following completion of the engineer's evaluation, supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Co's follow up could not confirm if a pre-placement cavogram was performed prior to filter placement and if continual flushing of the carrier system during the implant procedure was performed. Co believes these factors may have contributed to this event, however, co is unable to determine the exact cause for this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injectiing contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."